Manufacturer narrative:
The device was evaluated by the MFR and severe corrosion located on throughout the handpiece. The corrosion causes debris build-up and lubrication loss. The damage from the corrosion seized the bearings. This corrosion could contribute to the device overheating. Several components were replaced to repair the device. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported that the handpiece overheated while it was being repaired at the MFR. There was no pt involvement or adverse consequences related to this event.